Event description:
Treatment of an ophthalmic aneurysm. It was reported the pipeline was twisted around the carotid siphon during deployment and was removed from the patient. No patient injury reported.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was discarded. (B)(4).